Event description:
It was reported that the insulin pump had black spots on the display screen after it had been dropped. It was also reported that the insulin pump alarmed button error, which could not be cleared. The customer did not know the blood glucose reading. He also stated that the insulin pump was also moist from sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with bleeding display glass, minor scratches on the display window, cracked case at the display window corner, and a cracked reservoir tube lip.